Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and patient's concern for the device.

Event description:
Patient reported left side "moderate" pain. Healthcare professional reported "implant exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
The device related to the reported event of pain and anxiety-product/procedure was received on february 21, 2020 with lot number 1668545. Visual analysis of the returned device identified: deformation, crease fold, black particles in the surface of the shell, encapsulation, device appearance (observed 40 mm dark patch edge material inside gel device) and weight within specifications. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "moderate" pain. Healthcare professional reported "implant exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.